Manufacturer narrative:
The reported device, used in treatment, was received for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that there was noise in the video output when the cable is flexed near the stain relief. The complaint was confirmed and the root has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device that could have contributed to the failure include; an internal damage to the cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder scope, the screen of the camera head got a technicolor. It appeared to be that some wire was loose. The procedure was completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.